Manufacturer narrative:
An event regarding alleged loosening involving an unknown pca shell was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as the device was not returned. Medical records received and evaluation: no patient medical records were available for review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as pre- and post-operative x-rays, primary and revision operative reports, patient history and follow-up notes are needed to complete the investigation for determining root cause. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient's revision of right acetabular component due to loosening. Initial op date was (B)(6) 1991, todays surgery was revision 1 on right hip. Replacement components were a 56mm right ras shell and a 36mm head.